Event description:
Caller reported that the insulin gauge was displaying an amount that differed from expectations, specifically showing 200 units when only 50 units were present in the cartridge. There was no adverse impact to customer¿s blood glucose level. Subsequently, the customer resolved the issue by loading a new cartridge.